Event description:
It was reported that during device change-out for normal eri, noise was observed on the rv lead. During the procedure, no externalized conductors or electrical anomalies were noted, and induction test was successfully performed. After the procedure, oversensing was observed on the device. Oversensing was reproduced with deep breathing. The patient was opened again for further evaluation. No visual abnormalities were noted. The lead was capped and replaced. There were no adverse events reported.